Manufacturer narrative:
No service was requested because customer does not currently have a service contract.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a leak was coming from two (2) large drain tubes on the modular chemistry (mc) side of the synchron lx20 pro clinical analyzer. Customer used a pan to catch the liquid. No injury or operator exposure was reported for this event.